Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).

Event description:
It was reported by the end user that she developed a skin infection from a wafer from an unknown lot and was in the hospital for four days on intravenous (IV) antibiotics after using the wafer. She felt that she is allergic to the adhesive on the wafer. She also reported a red skin condition with skin breakdown and bleeding. She had been using the product since her surgery on (B)(6) 2024. She was using the product and only discontinued it last week. She was prescribed another known company¿s product last week and the consumer have been doing fine with almost resolved skin condition. No photo is available at this time.